Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak of the left common iliac artery and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest aneurysm enlargement of 12 mm in the left common iliac artery occurred that was not included in the event as reported. These findings were discovered during an examination of the computed tomography study dated 23 february 2024. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms were identified. The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: awareness date ¿ updated. Investigation finding codes - remove code 3233. Investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted. Device iteration is an afx with duraply h3 other text : device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2016, with the implant of an afx2 bifurcated stent graft, an afx vela suprarenal and an afx limb stent graft. It was reported on 17 april 2024, that routine follow up identified a type ib endoleak of the left iliac afx limb stent graft. The type ib endoleak was repaired during reintervention on (B)(6) 2024, by implanting an ovation ix limb and two (2) afx limb stent grafts extending the left limb and snorkeling the left hypogastric. The patient did well.